Manufacturer narrative:
Evaluation summary: no engineering analysis could be done with available info. Cause cannot be definitively determined. Evaluation: no product or x-rays were returned for evaluation, therefore, a dimensional, functional, and/or material analysis could not be ascertained. Device history records indicate manufacture to specification.

Event description:
It is reported that the device was implanted in 2007. A post-op x-ray revealed that the control ring dissociated from the liner. A revision surgery will be performed at a future date.